Event description:
Reporter indicated that vns patient was explanted because both she and her spouse believed that she had developed drop attacks as a result of the vns therapy. It was reported that the patient experienced excessive coughing after implant and that the patient did not experience efficacy with the vns therapy. It was reported that there was no allegation of device malfunction, but that the patient was explanted at her own request. Report is incomplete because no response has been received to manufacturer's request for additional information from treating physician.

Event description:
The pt is currently doing the same in regards to seizure frequency and intensity, and her cough has reduced since the explant of the vns system. The pulse generator was analyzed. Product analysis summary: no electrical or visual anomalies were identified that could adversely affect performance. The device met the MFR's final electrical test specifications. The concomitant device (lead) was also analyzed. Product analysis summary: analysis was performed on the lead portions returned. Contuity checks of the various lead sections were performed with no discontinuities identified. The condition of the lead portions returned is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No other obvious anomalies were noted. The connection between the setscrew and lead pins showed evidence that proper mechanical and electrical connection was present. Based on the product analysis findings, there is not evidence to suggest an anomaliy with returned portions of the lead which may have contributed to the reported events. The pt did not receive efficacy with the vns device. The reported seizure type change is likely not related to the vns therapy as the pt's condition has not changed since the vns device was turned off and subsequently explanted. The coughing event is a known effect of the vns therapy.